Event description:
Report received from co's affiliate regarding overdelivery of a tpn solution to a 4 month old female that resulted in hyperosmolar coma and death. The pump was to be used to infuse an aminoacids/lipids formulation at 16 ml/hr. The report reads as follows. "On january 20, 5pm, after 70 minutes of infusion, she presented an hyperosmolar coma with a glycemia of 1300 mg/dl and died. The specialist considered that the voumes infused in the last two hrs was 10 to 15 times larger than the prescription, total volume infused 400 ml." The i.v. Bag was empty, no device alarms sounded during the delivery. Medical personnel at the affiliate report that the flow detector was not in use, and the infusion may not have been running on the pump. They were told that "the hospital takes full responsibility for the event." Co requested add'l info from the user facility through co's and the affiliate.